Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Onxae-25 sn (B)(4) was implanted on (B)(6) 2010 and explanted on (B)(6) 2019.

Manufacturer narrative:
The explanted valve was returned for evaluation. Prior to decontamination, visual examination of valve found no damage. The valve had no obvious signs of malfunction and the leaflets were freely moving. After decontamination, microscopic review of the valve found no evidence of damage or malfunction. No evidence of malfunction or damage was discovered during this investigation. Part appears to be functioning as intended. The manufacturing records for the onxae-25 sn: (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxae-25 sn: (B)(6), implanted on (B)(6) 2010 in the aortic position of a female (age unknown). It was explanted on (B)(6) 2019 (8 years 355 days post-implant). The patient required aortic arch replacement surgery for which the on-x valve was explanted and a bentall procedure performed. The bentall procedure involves a composite graft replacement of the aortic valve, aortic root, and ascending aorta with reimplantation of the coronary arteries into the graft. Because of the patient¿s age, the surgeon chose to use a bioprosthetic valve with aortic graft as the device replacing the on-x valve. There is no suggestion by the surgeon that the valve malfunctioned. The patient is reported to be doing fine. The valve was returned to the manufacturer for examination which showed no functional deficiencies. The leaflets were freely moving and valve structure intact. Removal of this on-x valve was incidental to the need to replace the patient¿s aortic root and arch using the bentall procedure. There is no indication that the on-x valve failed to perform as designed. While the valve is not responsible for its own replacement in this instance, the instructions for use do list reoperation and explantation as potentially required in the case of a complication [IFU]. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.